Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that her son's adc blood glucose meter was providing readings that she felt were inaccurately high. The caller reported that on (B)(6), 2015 an "estimated" reading of 96 mg/dl " was obtained at 2pm, and "an hour later his sugar read low". Caller was educated on how to retrieve readings from the meter's memory. She reported her son was "unconscious", and when he woke up, she "started to give him glucose gel". Paramedics were called, and arrived at approx. 4pm. Caller reported a reading of 185 mg/dl from the customer's adc meter compared to a reading of 60 mg/dl obtained from the paramedics' hcp meter (time not specified). The caller also reported her son was "not responsive." The caller reported the next reading from the adc meter was "hi" (greater than 500 mg/dl), and the paramedics' meter "read low" (no number provided). Paramedics treated the customer with glucose gel, an intravenous solution of glucose, and "b10". The customer was transported to a local hospital for further treatment to stabilize his glucose level. He was diagnosed with hypoglycemia, and reportedly treated with "more b10". There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(Date of report) was incorrectly reported as november 4, 2015 on the initial report.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1516020 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.